Manufacturer narrative:
Lot information provided by complainant does not match the part number. Information is unknown.

Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or failure of implant to integrate.